Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's wife reported via social media motor error alarm on the insulin pump. Customer advised that the motor error alarms are occurring more frequently and they would like information on how to replace the device. Customer has been called back to get the insulin pump replaced but the customer has not been able to be reached.